Event description:
It was reported that three rx xience v stents were implanted within the past six months, one in the mid right coronary artery (rca), one in the left anterior descending artery (lad), and one in the circumflex artery (cx). On (B)(6) 2012, percutaneous intervention was performed with deployment of a non-abbott stent for treatment of in-stent restenosis of the rx xience v stent in the mid rca. The rx xience v stents in the lad and cx were patent. The event was not acute. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.